Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product was returned. Tachycardia: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump most likely got out of position as the impella console alarmed for position unknown after patient experienced a run of ventricular tachycardia (vt) after coughing. Evice (sn: (B)(6) passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia. An echocardiogram showed the pump was positioned deep in the ventricle. Resistance was encountered when the pump was pulled back into proper position, so repositioning was halted. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.